Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
Per email from customer: hello, I am from (B)(6), my wife geht's in the jear 1994 a codman shunt at the (B)(6). She is now (B)(6). We think it works not correct now. The medicals dont set the venti in the right flow. Additional information received from german affiliate: my wife is now (B)(6) and has since (B)(6) 1994 a codman hakim medos vp schunt. She is currently suffering from very severe headaches, she goes regularly to MRI controls and it was found during recent times narrow ventricle. In 1994 the shunt set to 50mm h2o, 2007 changed (after a brain tumor op) on 180mm h2o and is now (CT from (B)(6) 2016) on 90mm h2o. The valve has never been checked in the meantime to the correct setting. Despite transfer of the neurologist in the emergency room of the (B)(6), according to its neurosurgeon is everything all right. Our question to you and your colleagues, superiors or colleagues: has anyone interested in the history and function of the codman hakim medos shunts 1994 (probably a prototype?) Can anyone help us to find the right flow volume? Could be less by better setting and the strong headache? There are numerous medical reports MRI and CT recordings, you may like to see everything and where appropriate, conduct necessary investigations and settings. Competent surgeon, neurologists, specialists and senior consultants (B)(6) ( hospital= (B)(6)) keep it not unfortunately necessary to change anything.